Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we found none on the lot number 8593036. This product was made by our subcontractor which was informed about this issue. We received 8 sealed samples. All samples were inflated with 15ml of osmosis water and left in simulation until 15th april. No balloon bursting were observed. Checking the quality databases revealed this type of defect that is possibly in relating to the described defect and is known and closely monitored. A similar case study based on item number aa6116xx, defect "balloon burst", over last four year: 25 similar cases were found. A risk management file evaluation was performed and concluded that the risks identified are still acceptable and considered as safe.

Event description:
According to the available information the balloon popped on 2 or 3 devices. No patient adverse events were reported.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.